Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/coil came out of her tube and scratched cervix') and pelvic pain ('chronic pelvic pain/worseinig of pain') in a 24-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstrual cycle"), dyspareunia ("pain during intercourse"), infection ("frequent infections"), fatigue ("fatigue"), genital haemorrhage ("worseinig abnormal bleeding"), cervicitis ("coil came out of her tube and scratched cervix, causing infection") and uterine cervical laceration ("coil came out of her tube and scratched cervix, causing infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal done). Essure was removed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menstruation irregular, dyspareunia, weight increased, infection and fatigue had not resolved and the genital haemorrhage, cervicitis and uterine cervical laceration outcome was unknown. The reporter considered abdominal pain, cervicitis, device dislocation, dyspareunia, fatigue, genital haemorrhage, infection, menstruation irregular, pelvic pain, uterine cervical laceration and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/coil came out of her tube and scratched cervix') and pelvic pain ('chronic pelvic pain/worseinig of pain') in a 24-year-old female patient who had essure (batch no. E01915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstrual cycle"), dyspareunia ("pain during intercourse"), infection ("frequent infections"), fatigue ("fatigue"), genital haemorrhage ("worseinig abnormal bleeding"), cervicitis ("coil came out of her tube and scratched cervix, causing infection") and uterine cervical laceration ("coil came out of her tube and scratched cervix, causing infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menstruation irregular, dyspareunia, weight increased, infection and fatigue had not resolved and the genital haemorrhage, cervicitis and uterine cervical laceration outcome was unknown. The reporter considered abdominal pain, cervicitis, device dislocation, dyspareunia, fatigue, genital haemorrhage, infection, menstruation irregular, pelvic pain, uterine cervical laceration and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: bilateral tubal occlusion. Batch no e01915 production date 2015-05-26 expiration date 2018-05-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/coil came out of her tube and scratched cervix') and pelvic pain ('chronic pelvic pain/worsening of pain') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstrual cycle"), dyspareunia ("pain during intercourse"), infection ("frequent infections"), fatigue ("fatigue"), genital haemorrhage ("worsening abnormal bleeding"), cervicitis ("coil came out of her tube and scratched cervix, causing infection") and uterine cervical laceration ("coil came out of her tube and scratched cervix, causing infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal done). Essure was removed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menstruation irregular, dyspareunia, weight increased, infection and fatigue had not resolved and the genital haemorrhage, cervicitis and uterine cervical laceration outcome was unknown. The reporter considered abdominal pain, cervicitis, device dislocation, dyspareunia, fatigue, genital haemorrhage, infection, menstruation irregular, pelvic pain, uterine cervical laceration and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. The case was upgraded from non-serious incident to serious incident. Events "device dislocation, uterine cervical laceration, cervicitis and genital hemorrhage" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/coil came out of her tube and scratched cervix') and pelvic pain ('chronic pelvic pain/worseinig of pain') in a 24-year-old female patient who had essure (batch no. E01915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstrual cycle"), dyspareunia ("pain during intercourse"), infection ("frequent infections"), fatigue ("fatigue"), genital haemorrhage ("worseinig abnormal bleeding"), cervicitis ("coil came out of her tube and scratched cervix, causing infection") and uterine cervical laceration ("coil came out of her tube and scratched cervix, causing infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menstruation irregular, dyspareunia, weight increased, infection and fatigue had not resolved and the genital haemorrhage, cervicitis and uterine cervical laceration outcome was unknown. The reporter considered abdominal pain, cervicitis, device dislocation, dyspareunia, fatigue, genital haemorrhage, infection, menstruation irregular, pelvic pain, uterine cervical laceration and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2021: medical record received. Lot number, reporters information, medical history and essure removal date were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.